Event description:
Additional information was received. It was reported that the surgeries where the "patient underwent 2 surgeries¿ and ¿after that, it was discovered that the compression fracture remained.¿ were not related to the patients stimulation system and/or therapy. An adjustment was made during the medical consultation and paresthesia occurred at the target site.

Manufacturer narrative:
Correction: based on additional information received, the event no longer meets the definition of a serious injury; however, the event is still a reportable malfunction. F19 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the patient¿s pain did not change after implant. It was stated that although the patient felt stimulation at first, there was ¿no stimulation felt at all¿ at the time of report. The intensity was increased with the patient controller, but the stimulation feeling did not change. It was also reported that the patient¿s implantable neurostimulator (ins) had ¿only reduced by 20% in 2 days.¿ the ins had initially taken 55 minutes to charge the first time; however, it took two hours to charge the second time. Additionally, ¿there was pain when at sleep upward against the stimulator¿ and the ¿stimulation was moving inside the body due to the body position.¿ the patient ¿underwent two surgeries after that¿ and ¿it was discovered that the compression fracture remained.¿ there was ¿no relief from the symptoms compared to before the stimulator implantation. ¿ it was unknown whether any external factors may have led or contributed to the issue. The cause of the patient not feeling stimulation was not determined. It was noted that the patient was scheduled for an outpatient visit on (B)(6) 2023. The issue remained unresolved at the time of report. No further complications were reported or anticipated.

Event description:
Additional information received from a manufacturer representative. It was reported that the issue was resolved. Adjustments were made at the time of the outpatient visit on (B)(6) 2023, and stimulation occurred at the target location.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.